Event description:
It was reported that the lead was explanted due to sensing and capture threshold anomalies. The lead was discarded in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.